Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2012, inratio: 1.1, re-test: 5.7; (B)(6) 2012, nes error, 7.5. Five minutes in between tests on (B)(6) 2012. Patient has been taking tylenol for the past few days. Therapeutic range: 2.3.

Manufacturer narrative:
Investigation pending.